Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, after approximately an hour of continuous renal replacement therapy (crrt) with a prismaflex control unit, a neonatal patient's phosphorus level dropped down from 7.6 to 6.1 then 5.7 and then 5. This was followed by the phosphorus level trending upwards to as high as 12 without any change in flow rates. There was no report of patient injury or medical intervention associated with this event. No additional information is available.